Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon could not be inflated during pretest.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the catheter could be inflated without difficulty. The device was dissected and found no conditions that would contribute to the reported problem. Dimensional evaluation: eye snip length 3/32¿. Eye snip width 2/32¿. Eye snip distance from distal cuff 6/32". Eye snip distance from proximal cuff 11/32". Rubberize thickness 12 thou. Reinforcement 161 thou. Inflation funnel thickness 56 thou. Balloon thickness (average) 24 thou. Inflation lumen coverage 11 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe package in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the catheter balloon could not be inflated during pretest.